Event description:
A lawsuit alleged that the patient was injured by the right ventricular (rv) lead. The patient was injured in their health, strength and activity, sustaining injury to their body and shock and injury to their nervous system and person, all of which caused and continue to cause great mental, physical and nervous pain and suffering. The patient, upon information and belief, alleges that they will suffer some permanent disability. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: unk competitor implantable pacing lead 2005-(B)(6), (B)(4).